Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 240-300 mg/dl. A correction bolus was delivered and the bg level was lowered to 194 mg/dl. The customer thought the occlusion was due to the site and declined tandem technical support's offer to troubleshoot to confirm if the site was the problem.